Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with abdominal sacrocolpopexy, enterocele repair, laparotomy with lysis of adhesions & enterolysis, lso and urethroscopy due to pop.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also referenced that the patient underwent a previous procedure on (B)(6) 2005 and boston scientific repliform was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, urinary tract infection, and urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lso, lysis of adhesions and enterolysis due to pop, rectocele and enterocele. It was reported that patient underwent mesh extrusion on (B)(6) 2014 due to pelvic pain and dyspareunia. It was reported that patient underwent mesh removal, vaginal and suprapubic exploration on (B)(6) 2014 due to vaginal mesh extrusion and suprapubic pain after mesh procedure. No additional information was provided. (B)(4).